Event description:
During multi-lumen catheter placement by ed physician the guidewire "felt rough" during placement per physician. Catheter placement completed. When the guidewire was removed the spring had come out in an area and guidewire was stretched out. No apparent harm to pt.